Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt, the lead was being repositioned due to high thresholds and increased impedance. Once in position the helix would not extend even after more than thirty turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.